Manufacturer narrative:
Clarification to section c lot #: 909. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional injecting a patient in the cheekbones - cheeks, marionette lines, and nasolabial folds with 2 cc of juvéderm® voluma¿ with lidocaine and 1 cc of juvéderm® volift¿ with lidocaine. The patient experienced ¿pain, redness and swelling¿ of the left cheek that had a ¿hard area and sensitive to touch.¿ the patient was seen a week post-injection with the redness and swelling improved, and the patient was treated with augmentin and prednisone 20mg. Three days later, there was ¿aggravation, the area was very hot, swollen, painful, hard,¿ and there was ¿cellulitis." Patient has been hospitalized for two weeks. Patient was treated with antibiotics and the infection was drained. The antibiotics were changed to cipro 750 mg x 2/day. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03051 (allergan complaint # (B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.